Event description:
Patient called to report a product issue with her sureclick injector. She stated the needle would not come down, she kept fiddling with it but it was stuck and would not come down which made it unusable. Reference report: mw5118154.